Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an orange color. The issue occurred during an unspecified therapeutic procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The problem was not reproduced during the on-site inspection of the equipment. The subject device will not be sent back to olympus for further evaluation and repair. Based on the information obtained from this complaint and the investigation's results, the most probable cause is due to the rigid endoscope made by another company that was being used in combination with the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head displayed an orange color. The issue occurred during an unspecified therapeutic procedure, which was completed using the same device. There were no reports of patient harm.